Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2018 at 04:00am obtained results of ¿280, 177, 123 and 297mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages her diabetes with glimepiride 2mg pills and metformin 500mg pills and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that immediately prior to obtaining the allegedly inaccurate results she had developed symptoms of ¿shaking, shivering and sweating¿ and that at 04:00am on (B)(6) 2018 she self-treated with orange juice. The patient reported that at 04:10am she tested her blood glucose on a onetouch ultramini meter and obtained a result of ¿67mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event.